Manufacturer narrative:
(B)(4). D10- medical product nexgen stemmed nonaugmentable tibial component option cr/ps/lps size 6 item#: 00598604702, lot#: 64425377. Nexgen femoral component option size f right item#: 00596401652, lot#: 64453045. Nexgen articular surface size ef 10 mm height item#: 00596404010, lot#: 64541093. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had bilateral knee arthroplasty and subsequently, the patient reported right knee pain and noise. The patient had x-rays taken and it was reported that the patient needs a right knee revision.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported that the right knee makes a noise and is painful. Patient had x-rays taken and was sent to the primary surgeon who reported that the patient requires a revision. This event is for pain >6 months post-op and is considered a serious injury, illness or impairment in which hospitalization, medical intervention and/or surgical intervention has occurred. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed following review of the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.